Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue with the ventilator's pressure dropping was observed. The device's blower motor was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.